Manufacturer narrative:
Visual evaluation: device photographs for the device related to the reported event of rupture / silicone migration / lymphadenopathy/ lump/nodule/calcification was requested on march 17, 2025. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ calcification: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "intracapsular rupture of the left implant with material migration to axillary adenopathies." "Left axillary regions with the presence of multiple adenopathies with infiltration of exogenous material into the hilum giving a ¿snowstorm¿ image." "Left implant with collapse of the implant capsule and removal of the internal material which is retained by a fibrous capsule." "Heterogeneously dense breasts, which can hide masses, corresponding to an acr c pattern, with accumulation of dystrophic calcifications in the upper inner quadrant of the left breast" " image compatible with intracapsular rupture of the left implant. Presence of silicone particles in the left axillary ganglia" "the left implant has areas on its cover with ¿snowstorm¿ images and echogenic folds, which suggest the presence of silicone particles between the cover and the fibrous capsule." "Left rupture" ¿presence of silicone particles in the left axillary ganglia¿ and ¿infiltration of exogenous material into the hilum giving a ¿snowstorm¿ image¿ reported in mammogram. ¿benign calcifications¿ and ¿dystrophic calcifications in the upper inner quadrant of the left breast¿ ¿in the left armpit without there being several ganglia with loss of their cortical and fatty thread, when an image is found in a ¿snowstorm¿. They measure from 3 to 9 mm.¿ ¿left axillary regions with the presence of multiple adenopathies.¿ the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d.6b, g2, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, and migration.

Event description:
Healthcare professional reported "intracapsular rupture of the left implant with material migration to axillary adenopathies." "Left axillary regions with the presence of multiple adenopathies with infiltration of exogenous material into the hilum giving a ¿snowstorm¿ image." "Left implant with collapse of the implant capsule and removal of the internal material which is retained by a fibrous capsule." "Heterogeneously dense breasts, which can hide masses, corresponding to an acr c pattern, with accumulation of dystrophic calcifications in the upper inner quadrant of the left breast" " image compatible with intracapsular rupture of the left implant. Presence of silicone particles in the left axillary ganglia" "the left implant has areas on its cover with ¿snowstorm¿ images and echogenic folds, which suggest the presence of silicone particles between the cover and the fibrous capsule." "Left rupture" ¿presence of silicone particles in the left axillary ganglia¿ and ¿infiltration of exogenous material into the hilum giving a ¿snowstorm¿ image¿ reported in mammogram. ¿benign calcifications¿ and ¿dystrophic calcifications in the upper inner quadrant of the left breast¿ ¿in the left armpit without there being several ganglia with loss of their cortical and fatty thread, when an image is found in a ¿snowstorm¿. They measure from 3 to 9 mm.¿ ¿left axillary regions with the presence of multiple adenopathies.¿ the device remains implanted.

Event description:
Healthcare professional reported "intracapsular rupture of the left implant with material migration to axillary adenopathies." "Left axillary regions with the presence of multiple adenopathies with infiltration of exogenous material into the hilum giving a ¿snowstorm¿ image." "Left implant with collapse of the implant capsule and removal of the internal material which is retained by a fibrous capsule." "Heterogeneously dense breasts, which can hide masses, corresponding to an acr c pattern, with accumulation of dystrophic calcifications in the upper inner quadrant of the left breast" " image compatible with intracapsular rupture of the left implant. Presence of silicone particles in the left axillary ganglia" "the left implant has areas on its cover with ¿snowstorm¿ images and echogenic folds, which suggest the presence of silicone particles between the cover and the fibrous capsule." "Left rupture" ¿presence of silicone particles in the left axillary ganglia¿ and ¿infiltration of exogenous material into the hilum giving a ¿snowstorm¿ image¿ reported in mammogram. ¿benign calcifications¿ and ¿dystrophic calcifications in the upper inner quadrant of the left breast¿ ¿in the left armpit without there being several ganglia with loss of their cortical and fatty thread, when an image is found in a ¿snowstorm¿. They measure from 3 to 9 mm.¿ ¿left axillary regions with the presence of multiple adenopathies.¿ the device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3. Date of event: partial date august 2024 - "approximately 6 months." Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5.